Event description:
Additional information was received approximately one month later stating noise was also observed with the lead safety switch. Technical services recommended resetting the safety switch and testing the lead further.

Manufacturer narrative:
The lead remains in service at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Three months later during a normal pulse generator replacement procedure, the lead was surgically abandoned due to the previously reported issue. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the atrial lead safety switch was triggered. Atrial impedance measurements were averaging approximately 650 ohms with the lowest measurement at 220 ohms. Noise with many atrial tachy responses were also observed on the atrial lead. Technical services discussed what values trigger the safety switch and discussed further testing. It was noted that the lead issue may not be addressed until the device reaches replacement indicator. No adverse patient effects were reported.